Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided. The customer declined to provide additional information or go through troubleshooting with tandem technical support. Customer declined tandem technical support followup call.